Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 3. Related manufacturer reference number: 1627487-2019-07945, related manufacturer reference number: 1627487-2019-07946. It was reported the patient experienced a burning sensation down the leads and into the ipg site. Turning off stimulation has not alleviated the discomfort, and troubleshooting has thus far been unable to resolve the issue. To address the issue, the physician plans to perform surgical intervention at a later date.

Event description:
Device 1 of 3 related manufacturer reference number: 1627487-2019-07945. Related manufacturer reference number: 1627487-2019-07946. Follow up information identified the physician explanted and replaced one octode with a new lead on (B)(6) 2019 to address impedance issues (please see MFR report numbers: 1627487-2019-07941, 1627487-2019-07942 and 1627487-2019-07943). No intervention was performed on the other octode, nor the ipg. The patient continued to feel burning without stimulation turned on, and the physician has asked the patient to follow up with a psychologist for further evaluation with anxiety issues.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 1 of 3. Related manufacturer reference number: 1627487-2019-07945. Related manufacturer reference number: 1627487-2019-07946.